Manufacturer narrative:
(B)(4). Medical product - modular humeral stem 13 mm stem diameter 130 mm stem length, cat#: 00430001313 lot#: 62052450; glenoid component pegged 52 mm diameter articular surface used with blue (52 mm) instruments, cat#: 00430008700 lot#: 61626329; offset modular humeral head 19 mm head height 52 mm spherical head diameter, cat#: 00430205219 lot#: 61966672. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see all associated reports: 0001822565-2018-04043, 0001822565-2018-04044.

Event description:
It was reported that the patient had the formation of hematoma approximately twelve (12) days after cerclage wire removal on right shoulder. During a second follow-up visits approximately three (3) weeks and two (2) months after the cerclage wire removal, the hematoma was smaller and the patient had full range of motion of shoulder. The patient was still experiencing some pain at that time. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided. This event has been reported under 0001822565 - 2017 - 07915.